Manufacturer narrative:
The device was serviced on-site by a field service technician. A alarm log review, functional testing, visual inspection, and a service history review were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The battery low alarm and an additional f-38 (malfunction in tube mis-loading detection circuitry) alarm were identified during the alarm log review and functional testing. The cause of the battery low alarm was determined to be a damaged battery. The cause of the f-38 alarm was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a battery low alarm. This event occurred before use. There was no patient involvement. No additional information is available.